Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient underwent revision for mechanical complication following primary total hip arthroplasty. There was severe heterotopic ossification present in the joint. The heterotopic ossification was excised and liner exchanged.

Manufacturer narrative:
An event regarding patient factors (heterotopic ossification) involving an trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient underwent revision for mechanical complication following primary total hip arthroplasty. There was severe heterotopic ossification present in the joint. The heterotopic ossification was excised and liner exchanged.